Manufacturer narrative:
No related complaint received with the return of device. Failure event observed during analysis. Final analysis found a complete lead was returned. External abrasions breaching the outer insulation and exposing the outer coil was found in two locations at distal region consistent with friction to another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.